Event description:
It was reported that the manufacturer representative was going to use the implantable stimulator (ins) for an implant on the date of report and when they went to charge the device it showed a power on reset (por). The manufacturer representative stated that it was 50% recharged. The manufacturer representative wanted to know if the device would be fine. Additional information received reported that during the implant impedance testing was done and everything was within normal limits. There were no malfunctions seen and the cause of issue was not determined. There were no interventions taken or planned. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), product type: lead. (B)(4).